Manufacturer narrative:
H.6. Investigation: problem statement: customer reported that the spa is leaking waste. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2019 to date (B)(6) 2020 (rolling 12 months). Complaint trend: there are 6 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2019 to date (B)(6) 2020 (rolling 12 months). Investigation result / analysis: per the fse report: the leak was coming from the wash tower because the waste line was backed up from blockage in the waste pump head assembly. The leak was waste, and fluids used for the instrument operations such as sheath, di water and lyse. There was no bodily contact or harm to the customer or fse caused by the leak however the leak was not contained within the instrument. Bleach was used to clean and disinfect the instrument and surrounding areas. The clog in the waste pump head was due to cores from the yellow vacutainer caps. The tubes used are bd vacutainer acd solution a #364606. The probe had 1800 piercings and was lot# f164970. Photos are attached to the work order. The blockage was cleared after disassembling the head and flushing with di water. The pump was reassembled and the couplings were replaced to avoid any further cores from going downstream past the filter. The filter was inspected . The instrument was tested and verified as operating to specs. The problem was corrected and there was no further leaking or blockage. Service max review: review of related work order: # (B)(4). Install date: 09/01/2009. Defective part number: n/a. Work order notes: subject / reported: spa leaking. Problem description: waste line blockage. Cause: cap coring blockage in the waste pump head. Work performed: cleared the blockage in the waste pump head. Solution: clear waste lines and replace couplings. Returned sample evaluation: no reported defective parts. ¿ issue was resolved by fse by clearing the blockage in the waste pump head. Manufacturing device history record (DHR) review: review of the DHR for part number: 647205 and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? ¿yes ¿no. Hazard ID: 3.1.29 . Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control: alarp. Mitigation(s) sufficient ¿yes ¿no, root cause: based on the investigation result, and the fse¿s report the root cause was cap coring particles clogging the waste lines, conclusion: based on the investigation results and the fse report the complaint was confirmed h3 other text : see h.10,

Event description:
It was reported that waste leakage was not contained within instrument with a bd facs¿ sample prep assistant iii. The following information was provided by the initial reporter: unit is leaking , customer can not tell where the leak is coming from. I asked to turn unit off and unplug it from the outlet. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1. Was the leak/spill contained within the instrument? Yes. 2. Was the leak/spill in a customer accessible location? Yes. 3. What was the fluid that leaked/spilled? Sheath, water. 4. What is the source of leak/spill? (Waste or non-waste line) unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-7-8 the fse provided the following additional information: the leak was coming from the wash tower because the waste line was backed up from blockage in the waste pump head assembly. The leak was waste and fluids used for the instrument operations such as sheath, di water and lyse. There was no bodily contact or harm to the customer or fse caused by the leak however the leak was not contained within the instrument. Bleach was used to clean and disinfect the instrument and surrounding areas.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage was not contained within instrument with a bd facs¿ sample prep assistant iii. The following information was provided by the initial reporter: unit is leaking , customer can not tell where the leak is coming from. I asked to turn unit off and unplug it from the outlet. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? Yes. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath, water. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-7-8 the fse provided the following additional information: the leak was coming from the wash tower because the waste line was backed up from blockage in the waste pump head assembly. The leak was waste and fluids used for the instrument operations such as sheath, di water and lyse. There was no bodily contact or harm to the customer or fse caused by the leak however the leak was not contained within the instrument. Bleach was used to clean and disinfect the instrument and surrounding areas.